Event description:
Reportability based on product analysis approved on 12/06/2006. It was reported, that during a stenting procedure, a maverick over the wire (otw) balloon would not inflate. The lesion being treated was located in the very calcified, 90% stenosed circumflex (cx) artery. When the physician attempted to inflate the balloon, it would not inflate. The balloon was removed and another maverick otw balloon was successfully used and a stent was placed. There were no reported patient complications. The patient's status is listed as "ok".

Manufacturer narrative:
The balloon catheter, with the balloon in a deflated state, was received for analysis. The balloon was inflated and two pinholes were observed in the balloon material. Microscopic examination of the balloon revealed two pinhole tears in the balloon material. The distal tear was located 5.5 mm from the distal tip of the catheter. The proximal tear was located 13 mm from the tip of the catheter. Examination of the area surrounding the tears did not reveal any irregularities in the balloon material which would have contributed to the formation of the tears. The tears were located near the distal and proximal marker bands, respectively. Microscopic examination of the marker bands did not reveal any exposed sharp edges or protrusions that may have caused the tears. The manufacturing records for top assembly batch 8960290 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of this event is unknown.